Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, an obstruction was blocking the speaker holes. The customer's blood glucose was 90-100 mg/dl. After removing the obstruction from the speaker holes. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.